Event description:
It was reported that the patient had an infection from her pump a couple of months ago. The patient was being treated with antibiotics. The patient was on cephalexin 500 mg 4 times per day for 14 days. The antibiotic was making her extremely sick. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).